Event description:
It was reported that during a colonoscopy polypectomy procedure, the snare failed to come out of the sheath. A rotatable snare oval 13mm had been advanced to treat an unspecified colonic polyp. The snare was able to cut the first polyp successfully. The snare was then advanced to treat a second polyp. The physician encountered difficulty in getting the snare out of the sheath as the wire felt "bent". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.